Event description:
Stating: "yesterday I received feedback from a customer who takes large quantities of our syr syringes that the scale becomes blurred shortly after opening the package. According to feedback, it seems to affect all syringe sizes."

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.